Event description:
It was reported that a patient underwent an incisional hernia repair procedure and mesh was used with an ipom technique. The patient experienced a recurrence of the hernia which required a second surgery. It was noted that the mesh had pulled out of the tissue and was contracted. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient presented with symptoms the end of (B)(6) 2012. The mesh had dislocated and adhesions were noted during the second procedure on (B)(6) 2012. The fixation staplers were still present where originally fixed. A new like mesh was used, fixed with staplers and single knot sutures to repair the hernia. The current condition of the patient is not conspicuous.

Manufacturer narrative:
(B)(4): hernia recurrence occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-01823. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the initial procedure was performed on (B)(6) 2011. The explanted mesh was returned for evaluation. No prior fixation points were noted and straps were detected in the explanted mesh. No pulling out of the margins at the fixation is visible. A contraction of the mesh is detected only at the area of the marker. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.